Manufacturer narrative:
Complaint evaluation: the device during bench servicing was found to have a pacer failure. The device needs a power pca. Customer resolution and conclusion: upon conclusion of the evaluation, it was determined that the power pca requires replacement. It was replaced. The device passed testing and was put back into service.

Event description:
The device during bench servicing was found to have a pacer failure. There was no patient involvement.